Event description:
To obtain vascular access for the excluder procedure, a femoral aneurysm had to be dissected, resulting in 650 cc's of blood loss. Pt's hemocrit remained low at the end of the excluder procedure and was therefore transfused with two units of blood.